Event description:
A complaint was received from a customer that reported when they used excel off brand reagent they would insert a strip into the meter and it would just flash "lo" (results less than 20 mg/dl). A continuous result like this could result in a serious clinical situation. While on the phone a review of the system was conducted. It was explained to the customer that bayer does not provide or support the use of an offbrand reagent. Electronic checks were satisfactory.